Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one sample received for investigation, in the visual inspection it was detected that the piece received has damage in the connection (the luer connection is damaged). During the investigation on the floor, it was detected that the defect is generated in the conveyor belt that directs the product from the molding stage to marking, this has bolts or nozzles in which the syringe can get stuck causing similar damage. In the month of september a general review of the condition of the conveyor belts was carried out on all lines to ensure that there are no screws, nozzles or any other component that could cause a jamming in the syringe. This activity is contemplated in the semi-annual maintenance plan. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 20ml luer lok syringe had the tip break off. The following information was provided by the initial reporter: "it was reported that the syringe tip was broken off upon opening of the package. Gs had a 20ml luer-lok syringe that the tip was broken off when they opened the package.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 20ml luer lok syringe had the tip break off. The following information was provided by the initial reporter: "it was reported that the syringe tip was broken off upon opening of the package. Gs had a 20ml luer-lok syringe that the tip was broken off when they opened the package."